Event description:
It was reported that the patient came in for a prophylactic generator change and high out of range pacing impedances were noted on the right atrial (ra) lead. The patient had their software updated. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.